Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The brazil customer reported equipment liquid sensor system problem and there were staining problems as the instrument was not dispensing dab in some slides. The field service engineer repaired the instrument by replacing the probe kit, the liquid sensor board, ground wire, cable liquid sensor board, and the stopcock which resolved this malfunction. The customer has 2 alternate instruments to continue staining. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.